Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the returned device found that the distal end of the microcatheter was cut. The distal tip of the microcatheter was crushed and stretched. Resistance was experienced as a demonstration guidewire and patency mandrel were attempted to be advanced through the inner lumen. The crushed distal tip of the microcatheter was likely due to procedural factors and the resistance experienced during advancement of the demonstration guidewire and patency wire was caused by the main coil occluding the microcatheter. It is probable that the catheter shaft was fractured due to handling of the device during the clinical procedure. Therefore, an assignable cause of human factors will be assigned.

Event description:
Analysis of the returned device found that the catheter shaft was broken.